Event description:
A customer reported that two healthcare workers (hcws) reported symptoms of itching, burning eyes, shortness of breath, nausea and diarrhea. The symptoms presented when the door was open on the sterrad 100s after a completed cycle. When the door was opened it began alarming and the print out advanced. The customer closed the door and notified the area supervisor. The healthcare worker did not seek medical attention. It is reported that the symptoms subsided within two hours. The customer reported that the sterrad 100s is near an external h2o2 monitoring system, which showed an increase in the presence of peroxide. The customer stated that the independent h2o2 monitoring system appeared to be malfunctioning. An asp field service engineer was dispatched to assess the unit onsite. This report is for the healthcare worker who had symptoms of eye irritation, itching burning eyes. The hcw was wearing ppe (prescription glasses, gloves and gown). This is report one of two.

Manufacturer narrative:
Evaluated by mfg: an asp field service engineer (fse) was dispatched to service the unit onsite. Upon arrival the fse found that the system functioning properly. The fse performed a product certification and ran an empty chamber cycle. The system meets specification. The root cause of the complaint could not be determined. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00221 and 2084725-2010-00222.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, and the health hazard analysis. The DHR (device history review) for sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for odor/ smells failures. Trending analysis for odor/ smells issues associated to the sterrad 100s found there is not a significant trend. The hhe (health hazard analysis) relating to odor/ smells issues is considered none/negligible. There were no parts returned for investigation of the report. The field service engineer found the system was functioning properly upon arrival at the customer site, and confirmed that the system met the required specifications after an empty cycle test. The root cause of this complaint could not be determined.